Event description:
It was reported that prior to procedure, the device had low energy. It was noted that there was no red screen or case saver mode prompted. The procedure was completed using the original device and there were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the unit was serviced onsite by a field service engineer (fse). The fse performed an equipment inspection and determined it was normal, energy test passed, and full power test was normal. There were no issues found within the console; therefore, the initial reported event was not confirmed.

Event description:
It was reported that prior to procedure, the device had low energy. It was noted that there was no red screen or case saver mode prompted. The procedure was completed using the original device and there were no patient complications.